Event description:
This case was reported by a consumer and described the occurrence of unconscious in a male pt (currently (B)(6)) who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. The purpose of this contact was to inquire about the media info related to super poligrip. The pt spontaneously mentioned that he had passed out and had a stroke while on super poligrip. Concurrent medications included phenytoin (dilantin) and an unspecified blood pressure medication. On an unk date "years" ago, the pt started super poligrip. The pt was fairly certain, but not positive, that he has always used the super poligrip original. In 2004, at an unk time after starting super poligrip, the pt experienced passing out and being unconscious for seven days. He was hospitalized after passing out and was discharged to home shortly after arousing. The pt went to rehabilitation facility where he was only admitted for 20 minutes because he was functioning better than expected. The pt reported a similar experience in which he had to be life flighted and was hospitalized for approx 4 days. On an unk date, the pt experienced a stroke. The pt complained of his brain being scrambled which he further explained as being unable to think right. Super poligrip was continued. At the time of reporting, the pt continued to experience being unable to think right, while the other events have resolved. The pt also experienced drug maladministration when on occasion, he would reapply super poligrip to his lower denture. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).